Manufacturer narrative:
Date of event: selected (B)(6) 2018 (first date of the month of the aware date) as no event date was reported implant dated: selected (B)(6) 2018 (first date of the month of the aware date as no event/implant date was reported).

Event description:
It was reported that stent dislodgement occurred. A 6.0x30x135cm express ld iliac / biliary stent was used for treatment. It was noticed that the stent was extended through calcium and the stent came loose from the balloon, and it dislodge in the arm, and an unspecified 3mm balloon was inserted over an unspecified 035 wire to "post the balloon." No patient complications were reported and the patient was stable.

Manufacturer narrative:
Date of event updated from (B)(6) 2018 to (B)(6) 2018. Implant date updated from (B)(6) 2018 to (B)(6) 2018. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 08:59 am CT. The report number is being corrected from: 2134265-2018-64151 to: 2134265-2018-63114.

Event description:
It was reported that stent dislodgement occurred. A 6.0x30x135cm express ld iliac / biliary stent was used for treatment. It was noticed that the stent was extended through calcium and the stent came loose from the balloon, and it dislodge in the arm, and an unspecified 3mm balloon was inserted over an unspecified 035 wire to "post the balloon." No patient complications were reported and the patient was stable. It was further reported that the stent was retrieved and successfully implanted using an unspecified 3mm balloon that was inserted over an unspecified 035 wire.